Event description:
Pt wanted to discuss leaking with her last few infusions. Pt does ultimate /rotate sites between her abdomen & thighs. Reviewed appropriate and suggested areas for sq infusions. Pt described leaking more at the end of the infusion once she removes the needle and appears that it is leaking from the plastic, not always the needle itself. Suggested pt can try a different brand of needle set to see if it was just that batch of needle set tubing. Pt agreed. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.